Manufacturer narrative:
Investigation included customer interview, review of user-provided video, and logistical arrangements for replacement and return. Investigation of this case revealed a nonfunctional user interface and unresponsive power control consistent with a hardware failure affecting the display and sleep/wake button. It was concluded that the event was due to a device malfunction affecting the hardware interface.

Event description:
It was reported that the ilet became slightly wet at a water park, displayed repeated restart prompts, and then the screen stopped turning on, with the sleep/wake button unresponsive and the device not recovering after charging; a video confirmed the nonresponsive display, and a replacement device was arranged with return of the affected unit. Symptoms included no alerts or alarms and inability to interact with the device, with the user continuing cgm use via dexcom g7. Outcomes included device replacement and disruption of pump therapy with data not transferred to the replacement.